Event description:
It was reported that 2 of the patient's 3 pain stimulators were not working since 2003. It was logged that she was implanted with her last pain stimulator (B)(6) 2004 and that treated her lower back pain. It was noted that the other two stimulators were implanted in (B)(6) 2000 and they were not working about 1 year prior to her last implant.

Manufacturer narrative:
Concomitant products: product ID: 7427, serial# (B)(4), implanted: (B)(6) 2004, product type: implantable neurostimulator. Product ID: 7425, serial# (B)(4), implanted: (B)(6) 2000, product type: implantable neurostimulator. Product ID: 7434-e, serial# (B)(4), implanted: (B)(6) 2000, product type: programmer, patient. Product ID: 3487a, lot# l19955, implanted: (B)(6) 1991, product type: lead. Product ID: 7495, serial# (B)(4), implanted: (B)(6) 1991, product type: extension. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 1991, product type: extension. Product ID: 3487a, lot# l19274, implanted: (B)(6) 1991, product type: lead. (B)(4).

Event description:
Additional information received reported that the patient did not have concerns with their device or therapy. It was stated that the patient received assistance from the healthcare professional (hcp) or manufacturer¿s representative and their concerns were resolved.